Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Company representative reported deflation against unknown side device. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2 a4 b5 d4 d6b g2 h4 h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Physician confirmed right side deflation. The device has been replaced.

Event description:
Company representative reported, deflation against unknown side device. Physician confirmed, right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in anterior side assessed, as fold flaw opening. Additional observations: crease fold observed, on the surface of the shell. Wear abrasion observed, on the surface of the shell. No further actions are required, as the device was implanted.